Event description:
It was initially reported by the funeral home that they had a vns device that needed to be returned for a pt who had died. The site did not provide any additional info on the pt or the product info. Good faith attempts to obtain additional info and explanted product for analysis has been unsuccessful till date.